Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed a failed circulation pump. They discussed depot repair and spare part options. Per sample evaluation results on 14nov2023, it was reported that the bearing was seized on the circulation pump motor. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted from the tank. The chiller molded tube was noted to have a hole on the evaporator tank side. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed a failed circulation pump. They discussed depot repair and spare part options. Per sample evaluation results on (B)(6) 2023, it was reported that the bearing was seized on the circulation pump motor. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted from the tank. The chiller molded tube was noted to have a hole on the evaporator tank side. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. The device was evaluated upon receipt. The bearing was seized on the circulation pump motor. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. The device was evaluated upon receipt. The bearing was seized on the circulation pump motor. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics during filling showed a failed circulation pump. They discussed depot repair and spare part options. Per sample evaluation results on 14nov2023, it was reported that the bearing was seized on the circulation pump motor. The double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted from the tank. The chiller molded tube was noted to have a hole on the evaporator tank side. Completed the 2000-hour pm procedure on the device.